Event description:
Pedicle screw had loosened and was not in the pedicle. This screw was removed and replaced with a larger screw as well as an additional screw at t8. A new extender was also placed and the mid-c device was re-implanted with no issue.